Event description:
Performing a percutaneous coronary intervention using a csi(cardiovascular systems, inc.) Atherectomy device. Device sheered the mid-portion of the wire leaving the radiolucent distal portion giving the appearance that the wire was still intact although it was sheered off. Subsequently causing the device to not have a rail leading to a perforation of the left main artery. Concerns regarding this device is that the 2 different wires with 2 different diamond back devices led to the wire shearing/breaking off. There should be some investigation into some malfunction into the wire since we have never encountered this issue before. There was difficulty advancing device which we assume to be due to the defect. Recommend some kind of safety mechanism incorporated into the device where if no distal wire is sensed past the orbital atherectomy device that it will automatically shut off the device.